Event description:
A patient reported he began experiencing light sensitivity & discontinued contact lens wear on (B)(6) 2010. He sought care from an unspecified ophthalmologist on (B)(6) 2010. He reported a history of recurrent iritis assumedly caused by a genetic defect. His last iritis episode was about 1 year ago. Follow up information received on (B)(6) 2010 stated that treatment consisted of anti-inflammatory/corticoid (inflanefran forte), mydriatic/cycloplegic eye drops (zyklolat) and anti-inflammatory/corticoid tablets (decortin). Follow up information received on (B)(6) 2010 from the patient stated that the iritis has not yet completely healed up but that symptoms were diminishing / resolving. No additional information is available at the time of this report.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as iritis." The product was not made available in order to conduct an evaluation. The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. (B)(4).